Event description:
Event description guidant received information that this implantable transvenous coronary sinus lead exhibited a loss of capture at 7.5 volts at 0.5 ms/2.0 ms along with elevated left ventricular thresholds.